Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkjr revision, mr. (B)(6); (B)(6), (B)(6) 2019; primary surgery date unknown: prior revision (B)(6) 2016. Jnj representative present for the case; as per surgeon, patient reported pain and feelings of instability. On preoperative assessment the constraint of the current hinge implants appeared to have ¿loosened¿ - more movement than would be expected of a highly constrained knee. On removal of the liner there appeared to be fluid within the post if the insert - between the titanium pin and polyethylene. The other components were well fixed. The liner was exchanged and a new hinge pin inserted. No details available. Jnj representative does not have the other implant details or the details of the hinge pin removed. There are no x rays or images available. Tissue samples were taken to rule out infection. Male patient aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device was reviewed by bioengineering and a report was received stating it is unlikely that a potential product issue was present. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.